Event description:
Healthcare professional reported left side rupture. Device remain implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are:¿ rupture : observed, opening assessed as fold flaw opening. Additional observations: ¿ no penetrating nick ( stress marks).no further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.